Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a guide wire fracture occurred. The target lesion was located in a distal leg artery. A 300cm mailman¿ guide wire was utilized with a non-bsc re-entry catheter. When the non bsc catheter was removed it was noted that the mailman guide wire had fractured within the device and a portion was protruding from the distal end. It was further noted that a tiny piece of the guide wire remains in the distal leg. There was no attempt to remove the wire fragment. The procedure was completed with a choice pt extra support guide wire. No further patient complications were reported and the patient's status was fine.